Event description:
During a radial harvesting procedure, the tip of the device detached into the patient's arm. The cone tip piece was retrieved by the harvester by lifting up on the incision and using a pair of pick-ups. No incision were made to remove the piece. A replacement device was opened to complete the procedure. No other patient complications were reported.